Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced had been sick for 2 days with excessive vomiting and did not realize she was experiencing a hyperglycemic event. When the patient was brought to the hospital by an ambulance and a fingerstick was taken, the cgm reading was 100 mg/dl, and the blood glucose reading was 1000 mg/dl. The patient was admitted into the ICU with, according to the patient, diabetic ketoacidosis. The patient only remembered she was treated with novolog, but did not remember any other details. The patient was admitted for 1 day before she was discharged. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.